Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Upon receiving the sample, no solution was observed in the sample and the sample was clamped. It was reported that the sample was used to be filled with fluorouracil. The filling port was closed with the discofix cap, whereas the patient connector was closed with a closed system transfer device (cstd) connector. Final control flow rate report of the affected batch 24h11ge561 was reviewed. Review for final control flow rate report, the average flow rate deviation from the nominal flow rate was between 1.74% and 7.45%. No abnormalities were observed. The received sample was weighed at 74.35 g. The average weight of an unfilled easypump ii for this article is 75 g and the retained volume should be less than or equal to 8 ml. Therefore, the pump was emptied upon receiving. Through visual examination of the sample, white crystallized residue was found in the flow restrictor. The pump was filled with solution; when the clamp clip was released, no solution was observed. As the microbore tube and filter outlet is blocked, it was not possible to confirm the flow rate of the complaint sample. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the reported defect of over infusion is not confirmed. However, a defect of blockage was observed on the sample. The blockage is due to a white crystallized residue. Therefore, further investigation to determine the flow rate was not possible. Fast flow rate based on the complaint report could not be identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I was hoping to report and send back a pump for testing that was reported to have over infused. It was connected at 1433 on (B)(6) and patient called at 1300 on (B)(6) that it was empty. This pump was expected to infuse over 46 hours (approx end of infusion of 1233 on (B)(6). It was filled with 5-fluorouracil and normal saline. Patient is a 76-year-old male. Additional information provided: the patient is doing well and didn't require any additional medical intervention. Customer reported during a live call that there is residual chemo agent, fluorouracil, in the device. The customer used cleaning agents to clean the outside of the pump and tubing. This is spelled out in letter "c" on the form.